Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) removed the pockets with read/write errors in hardware test application, then reseated all cabling in main 2-1 then returned those pockets in application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies in drawer were failed, some popped out and others had not. The customer stated that they managed to get the medication from alternate location that caused a delay in patient care. There were no adverse events or injuries reported based on this event.